Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review and engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, device code(s), type of investigation, investigation findings and investigation conclusions. Additions to sections h6: component code and type of investigation. Corrections to sections h6: device code(s), investigation findings and investigation conclusions; remove device code 4068: intravalvular regurgitation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of hypoattenuated leaflet thickening (halt) and stenosis were confirmed per medical record. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. In addition, halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). It was reported that the patient had vast comorbidities (e.g. Coronary artery disease, hypertension, hyperlipidemia, diabetes mellitus type 2 and ckd chronic kidney disease, stage iii), which are known factors that may increase the risk of early valve degeneration, leading to thickened leaflets with stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event; however, s definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years and 10 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra (s3u) valve in the native aortic position, the s3u valve failed due to moderate aortic insufficiency (ai) and an increased gradient of 35mmhg. The patient underwent a successful valve-in-valve procedure with a 26mm evolut (non-edwards) valve. According to the provided medical records, the patient was diagnosed with hypo-attenuating leaflet thickening (halt) by computed tomography (CT) and stenosis by echocardiogram (ava measured 0.7cm^2) of the bioprosthetic valve. Per report, the patient was experiencing fatigue, weakness and recent falls.